Event description:
The surgeon attempted to insert a three piece silicone lens model aq2010v. The lens haptic was caught in the cartridge prior to insertion and the cause was unknown. The lens was not inserted, but the cartridge had patient contact. There was no patient injury.